Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of scope cover packing, water tightness was lost. The right/left knob had discoloration. The up/down knob had discoloration. The air/water cylinder had no color. The suction cylinder had no color. The grip was shaved. Switch 1 had a scratch and the switch box had a scratch. The scope connector case unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. The scope connector cover unit had discoloration due to water leakage. Due to corrosion on plug unit, e216 scope communication error occurred. Due to damage on charged coupled device unit, the image had linear scratches. Due to wear of angle wire, the play of up/down knob was out of the standard value. The image guide protector was damaged. The objective lens had a chip. The light guide lens had a crack. The bending tube was deformed. The connecting tube had discoloration and a scratch. Due to clogging of jet tube in control unit, water cannot be supplied. The universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had image disturbance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder had foreign objects, the air/water tube had white foreign material and the jet tube had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h4, h6, h10. Corrected fields: d9 (date returned). This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it is likely the foreign remained in the device because reprocessing could not be conducted properly due to the leak in the worn scope cover. It was also noted that the foreign material could not be identified. The event can be detected by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.